Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. During the explant procedure, the lead tip broke off and remains in the patient's vessel. The local field representative reported that the lead tip broke off due to tissue ingrowth. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.